Manufacturer narrative:
Additional information received from the health care professional (hcp) at the clinic indicated that the shock impedance range for remote monitoring was increased from 125 to 150 ohms. There have been no alerts received since the increase in the monitoring limit. The patient plans to be monitored and there are no plans to perform any additional testing at this time.

Event description:
Additional information was received indicating that another alert was received via remote monitoring. A review of the data indicated that the shock lead impedance measurement was greater than 125 ohms. It was also confirmed that the alert in (B)(6) 2017 was also due to a shock impedance greater than 125 ohms. Boston scientific technical services (ts) discussed available options to either monitor or perform a commanded shock to test the system.

Manufacturer narrative:
Additional information received from the health care professional (hcp) indicated that the patient was brought into the clinic and all pacing impedance measurements were within normal limits. The device mode was programmed to ddd mode. There was still no information that a remote interrogation was successful. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient's remote monitoring system associated with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead displayed a red blinking light indicating the presence of a potential product performance issue. Available data from the health care professional (hcp) indicated that rv intrinsic sensing was 2.9 mv. The cause for the red blinking light was still not able to be determined. No adverse patient effects were reported. All available evidence indicates this device remains in service.